Event description:
The patient was surprised that their pump only lasted five years and claimed that it just stalled and that was why it needed to be replaced. Normal battery depletion was also reported. The patient had a pump replacement with no adverse events. The patient¿s status at the time of the report was alive with no injury. There were no patient symptoms or complications associated with the event. The medication infused was dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4).